Event description:
During a (pci) percutaneous coronary intervention of the mid (lad) left anterior descending artery hyp0-perfusion was noted after deployment of two cypher stents. The pt was treated with (3x) 50ug of intra-coronary nitroglycerin. The timi flow improved to three.